Event description:
It was indicated that a received notice via medwatch form was received from the FDA. There is no customer info on the form other than the event or problem. It was reported that the customer was using a medtronic minimed insulin pump. The customer was priming the pump for a new insertion set. The report stated that the pump had primed a large amount of insulin while the customer was connected to the pump. No further details.